Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/13/2016 with the following findings: evaluation revealed that the keypad is torn near up button, all buttons are responsive. Opened keypad, no contaminants found under contacts. Opened pump, no intermittent conditions found on keypad flex connector. A cracked battery compartment was found below grip pad to case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a cracked battery compartment . This report is made based on results of investigation completed on 08/13/2016.